Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not delivering pacing when required. It was determined the rv lead perforated the heart wall. The decision was made to explant this rv lead. A new rv lead was successfully implanted using thoracoscopy. No additional adverse patient effects were reported. This rv lead was retained by the hospital, so return is not expected.